Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-00640.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-00640. It was reported an infection was found at the pocket site of the ipg related to the patient's cervical scs system. In turn, the ipg for the patient's cervical scs system was explanted to address the issue. The patient has two scs systems/ipgs. Therefore, both of the patient's ipgs are being reported because it's unknown which device was explanted/liable.